Event description:
Event: (cc# 98-01053) the iab leaked. This was the only information at the time of the report. On 9/24/98, the following was reported to datascope: the insertion was unevenful and uncomplicated. Balloon augmentation was good at first but it was followed by a spontaneous failure after approximately 10 minutes followed by pump alarms. The patient was moved back to the cath bed and another iab was inserted. This balloon worked fine. There was no patient injury or complication as a result of the event. The patient was weaned from iabp on 8/25/98 but remained on a ventilator. The patient's chf and pulmonary edema improved. [Event complications]: unknown - reported 8/24/98; none - rpt'd 9/24/98. [Patient's current status]: on vent - rpt'd 9/24/98.